Event description:
On (B)(6) 2007 an apogee system with intepro was implanted in the plaintiff to treat her pelvic organ prolapse and other symptoms. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff "experienced significant mental and physical pain, disability, suffering, has sustained permanent injury, and permanent and substantial physical deformity." It was also alleged that the plaintiff suffered "severe personal injuries, pain, disability and suffering, and severe emotional distress."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.